Manufacturer narrative:
An event regarding crack/fracture involving a trident drill bit was reported. The event was confirmed. Method & results: device evaluation and results: the returned device is in used condition, with some light scratching along its length typical of normal use. The drill bit was found fractured from trident driver shaft, the fractured fragment was returned. Material analysis engineer indicated: "fracture consistent with an overload condition." Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that drill was broken during inserting in a cup on procedure. The reported event was confirmed as per visual inspection of the returned device which noted that drill bit was found fractured from trident driver shaft, the fractured fragment was returned. Further examination of the returned device with material analysis engineer indicated fracture consistent with an overload condition.

Event description:
Broken drill reported from inserting a cup during a procedure. Another drill was used and the procedure continued.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Broken drill reported from inserting a cup during a procedure. Another drill was used and the procedure continued.